Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the device was not at end of service. It was clarified that the patient had a hard time charging the device because it took so long to charge. The patient¿s healthcare provider suggested a new model because of the faster charge and the patient agreed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that the patient was currently getting ins replaced. Patient's old device was at eos. Date of revision was on (B)(6) 2019. No further complications were reported/anticipated.